Manufacturer narrative:
(B)(4). Results: the penumbra system 3max reperfusion catheter (3maxc) was ovalized approximately 37.5 cm from the hub. The 3maxc was fractured approximately 140.0 cm from the hub, with visible yielding of the catheter shaft proximal and distal to the fracture. The 3maxc was fractured and therefore, could not be functionally tested for advancement through a parent catheter. Conclusions: evaluation of the returned device confirmed that the 3maxc was fractured. This type of damage typically occurs due to improper handling during use. If the device is forcefully retracted against resistance, damage such as a fracture may occur. The root cause of the reported resistance could not be determined. Further evaluation of the returned device revealed that the 3maxc was ovalized. This type of damage likely occurred due to forceful gripping or pinching during use. The penumbra system 5max ace reperfusion catheter (5max ace) mentioned in the complaint was not returned for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure to treat an occlusion in the anterior circulation using a penumbra system 3max reperfusion catheter (3maxc). During the procedure, the physician coaxially advanced the penumbra system 5max ace reperfusion catheter (5max ace) and the 3maxc to the site of the occlusion. While attempting to retract the 3maxc, the physician encountered resistance. Subsequently, the 3maxc became stretched and broke inside the 5max ace. The physician then removed the damaged 3maxc and completed the procedure using the same 5max ace. There was no damage observed to the 5max ace. Additionally, there was no report of an adverse effect to the patient.